Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) experienced premature battery depletion. The ICD was replaced with another device. Cpi will analyze the device when received.